Event description:
It was reported that the patient underwent a l5-s1 transforaminal fusion involving rhbmp-2/acs, a cage and posterior instrumentation. Subsequently, the patient was diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. As a result, patient has required extensive medical treatment. Patient has never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of dailyliving.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2006: patient presented with following pre-op diagnosis: discogenic pain with degenerative disc l5-s1 and underwent the procedure: l5-s1 transforaminal lumbar interbody fusion utilizing interbody device and rhbmp-2 and percutaneous pedicle screw placement utilizing pedicle screws and rods. Per op-notes:¿ ¿..I placed rhbmp-2/ acs into the disc space. I packed the interbody device with rhbmp-2/ acs and utilizing fluoroscopy I was able to place the interbody device in the interspace at l5-s1. I then placed some rhbmp-2/acs posterior to the interbody device and I confirmed under direct visualization as well as on fluoroscopy that the interbody device was well seated and was crossing the midline. I then removed the tube. Utilizing liberal use of fluoroscopy in the ap and lateral planes as well as emgs or the nerve integrity monitor I then percutaneously place pedicle screws at l5-s1. At l5 I was able to place a 5.5 mm diameter x 45 mm length screws and at s1 I placed 6.5 mm dia x 35 mm length screws. All 4 screws appeared in good position. Following this in standard technique with the I was able to place 45 mm rods thorough the screw heads. I placed the entire construct in compression. ¿patient tolerated the procedure well."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.